Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information have been performed, however not received to date: what was the procedure? Date of procedure? Date of event? Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? What was the status of the adhesive upon return to the ER? Patient demographics: initials / ID; gender, age or date of birth; bmi. To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2020-04317, mw# 2210968-2020-04318.

Event description:
It was reported a pediatric patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The adhesive was used on the face/forehead. The patient returned to the emergency with the adhesive coming off or was hit. The wound was finally sutured. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/9/2020.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/11/2020. Corrected information: h3 evaluation: the analysis results found that fourteen ahvm12 devices were returned inside its package unopened. Upon visual inspection, the samples were opened to review the applicator and no defects were observed. A functional test was performed and the applicator was dispensed with out failures o issues related with the customer compliant. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As no conclusion could be reached as to what may have caused the reported incident, the reported complaint could not be verified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/11/2020. H3 evaluation: the analysis results found that the ahvm12 device was returned inside its package unopened. Upon visual inspection, the sample was opened to review the applicator and no defects were observed. A functional test was performed and the applicator was dispensed with out failures or issues related with the customer compliant. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As no conclusion could be reached as to what may have caused the reported incident, the reported complaint could not be observed.